Manufacturer narrative:
Concomitant medical products: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4).

Event description:
The reporter indicated an (B)(4) toric silicone single piece lens, 23.5 se/2.0 diopter, was torn during the procedure. The lens was wasted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Work order search: no similar claims were reported for units within the same lot. (B)(4).